Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone17.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for hypoglycemia on either (B)(6) 2025. The patient's blood glucose levels declined while sleeping and wearing the pod. Specific blood glucose levels were not reported. Patient was unresponsive, so family member called emergency medical services. Patient was given intravenous dextrose and declined ambulance transport to the hospital.